Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 38 mg/dl. To treat the low bg level, the customer would consume carbohydrates (orange juice). Reportedly, the customer requires a diminished basal rate overnight and has been in constant contact with health care provider (hcp) regarding adjustments to the customer's profile settings. During the call with tandem technical support, the customer was not experiencing a low bg level.